Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the actual sample was not received. However, one unused unit was received for evaluation. No defect was observed during visual inspection. The reported condition was not confirmed. The unit was working within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that particulate matter was found on the port of a gamma sterilized empty intravia container. This was found prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is reported to be available, but has not been received at this time. Should additional relevant information become available, a supplemental report will be submitted.